Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted and removed a 12.6mm vicm5_12.6 implantable collamer lens of -8.0 diopter into the patient's eye on (B)(6) 2022. A back up lens was implanted. Reportedly "not used; made contact; removed; used backup lens". Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -08.00 diopter. The backup lens was implanted. Additional information has been requested but none has been forthcoming.